Event description:
In 2009, the patient reported he received an e4 (occlusion) error on his insulin infusion device while trying to deliver a 3 unit bolus. Patient was instructed to try to deliver the remaining 1.4 units of the bolus and an e4 displayed after 1.2 units were delivered. He said he changed his infusion headset and tubing 2 hours ago. Patient was instructed to disconnect from his headset and prime out of the tubing which he did without error. He was advised to change his headset, but he stated he currently has no supplies with him. He was advised to go on alternative insulin therapy. A courtesy infusion set insertion device, adapters, and infusion headsets were sent to the patient. On follow up six days later, the patient stated when he removed the headset, the cannula was kinked. He stated he had elevated readings of up to 186 mg/dl as a result of the kinked cannula. He said his blood glucose has returned to his normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.